Event description:
It was reported that during a training/demo of the da vinci system, customer stated that they were getting an error on the insufflator; "error. Insufflator cannot be used service is due. 3006". Customer power cycled the system and the main breaker at the rear of the tower. Customer was able to verify that the compressor was turned on. The insufflator error kept returning when the system was powered back on. Technical support engineer (tse) explained that a field service order would need to be opened to have the insufflator serviced or replaced. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of ¿error 3006¿ was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and powered on with error message. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported event involving the insufflator is likely related to an internal component failure or degradation over time, as indicated by the error 3006. However, the exact root cause could not be determined more specifically.